Manufacturer narrative:
The system experienced an internal error during transmission of the report. As a result, the report was delayed and not submitted successfully. Once the issue was identified, the record was resubmitted.

Event description:
Implant failed to osseointegrate.